Manufacturer narrative:
The customer was provided with a new rotor, which has resolved the issue. No further investigation may be done. (B)(4).

Event description:
A customer in the united states reported an rt12 rotor breakage in the statspin mp centrifuge during centrifugation. The customer verified no escape of parts from unit, the lid stayed closed and there were no leaks. No personnel were injured and there were no reports of pt samples lost.